Event description:
The patient called animas on (B)(6) 2012 alleging the pump lost power. Animas made several attempts to follow up with the patient to troubleshoot the pump but has not been successful. The patient reportedly woke up when the pump lost power with a blood glucose level over 400 mg/dl but did not give specific readings and treated with an injection of insulin. She reported that she was tired, frequently urinating, and had a fruity smell in her mouth but denied other symptoms and did not test for ketones. The patient's last blood glucose level was 377 mg/dl and the patient is monitoring closely and managing her diabetes per backup plan protocol. The patient did not have a new battery to troubleshoot the pump. She denied structural damage to the battery compartment. This complaint is being reported because the pump allegedly lost power and the patient suffered symptoms indicative of hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/10/2014 with the following findings: during investigation, a review of the pump history showed daily insulin delivery totals correctly reflected programmed basal rates. No power issues observed in black box or download history. There was no data in the black box or download histories from time of the reported power issue due to continued use. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered up normally with no alarms occurring. The pump was exercised for 24 hrs with no alarms or power issues occurring. The pump passed the flow accuracy test and was found to be delivering within the required specifications. The pump was opened and no damage was found to the power circuit. The no power issue was not able to be duplicated due to the information on the reported date has been overwritten.